Manufacturer narrative:
As reported, the balloon at the distal tip of a 6f-7f mynxgrip vascular closure device (vcd) did not completely deflate. Therefore, the device had to be removed as one unit and manual pressure was applied. There was no reported patient injury. Additional patient and procedural details were requested but are not available as the event was not initially reported by the account. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon deflation difficulty- in patient¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. According to the instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon at the distal tip of a 6f-7f mynxgrip vascular closure device (vcd) did not completely deflate. Therefore, the device had to be removed as one unit and manual pressure was applied. There was no reported patient injury. The device will not be returned. Additional patient and procedural details were requested but are not available as the event was not initially reported by the account. The exact event is also not known.